Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 upon placing 5.0 locking screw recess on ans power driver with retention pin, noticed short retention pin tip was broken off. Had to open another ans set to use for power driver. (Femur im nail procedure). Will send back broken retention pin and requesting new replacement. There was 5 minutes delayed due to reported event. The procedure successfully completed. There was no patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: g1. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed the device was observed broken from the tip. Broken fragment was not observed on image. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/ would have contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.045.008-us. Lot number: 820p876. Manufacturing site: hägendorf. Release to warehouse date: 22-jun-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e4. H3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed the device was observed broken from the tip. Broken fragment was not observed on image. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/ would have contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.045.008-us. Lot number: 820p876. Manufacturing site: hägendorf. Release to warehouse date: 22-jun-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the distal tip was broken off. Broken fragment was not returned for analysis. No other issue was observed over the surface of the device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 03.045.008-us. Lot number: 820p876. Manufacturing site: hägendorf. Release to warehouse date: 22-jun-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.